Event description:
Pt scheduled for an off pump CABG. For the 1 proximal graft, surgeon wanted the 4.3 heart string. Rn squeezed the green tabs on the loading device and advanced the delivery device inside it per normal loading procedure. When attempting to withdraw the delivery device, the heartstring piece was stuck inside the loader and remained inside when the delivery device was withdrawn. Device #1 ref # hsk3043, lot# 25046014. The 2nd device did the exact same thing with the heart string. Ref hsk3043 lot # 25046014. The 3rd device was properly loaded in the delivery device but when the surgeon attempted to deploy the heart string into the aorta, it did not deploy and remained in the delivery device. Rn later pulled it out of the delivery device. Ref# hsk3043 lot # 25046883. The 4th heart string again was loaded as first device used and again remained inside the loader. Ref # hsk3043 lot # 25046014.